Event description:
The introducer set was being utilized for puncturing a femoral graft in the groin area. The wire guide was placed and an attempt was made to advance the sheath combination. Difficulty was encountered and upon removal of the devices, the wire guide snagged in the graft and separated. This separated segment remained in the pt.